Event description:
It was reported that the health care professional (hcp) called for review of device data. Upon review, technical services found high thresholds resulting in loss of capture on the right ventricular (rv) lead. The patient is not therapy dependent. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Upon review, technical services found high thresholds resulting in loss of capture on the right ventricular (rv) lead. The patient is not therapy dependent. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection confirmed the lead was returned but it was noted it had been severed in two segments approximately 6.5 centimeters (cm) from the terminal pin. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.